Event description:
T connector on peripheral arterial line. When becton dickson blunt needle introduced into port, rubber portion of port pushed in and allowed back flow of blood. Approx 8-10cc blood loss.